Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The s-curve hump height was measured to be within product specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported a patient's left ventricular lead presented with loss of capture due to dislodgement, confirmed via x-ray. The lead was explanted and replaced in a procedure on (B)(6) 2025. Post-procedure the patient was stable.